Manufacturer narrative:
A1 - patient identifier: (B)(6), (B)(6), and (B)(6) (3 different samples for the same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I result for one patient sample when running on the architect i1000sr analyzer. The following data was provided (customer¿s normal reference range: 0.00 ¿ 0.03 ng/ml): on (B)(6) 2023 (patient being monitored every 2 hours): sid 5409006: initial troponin-I result = <0.010 ng/ml. Sid (B)(6): repeat troponin-I result = 0.321 ng/ml (questioned result). Sid 54038314: repeat troponin-I result = < 0.010 ng/ml. Customer performed repeat testing for sid 54034923: on (B)(6) 2023 at 17:35pm: < 0.010 ng/ml. On (B)(6) 2023 at 08:32am: < 0.010 ng/ml. Customer performed repeat testing for sid 54038314: on (B)(6) 2023 at 17:36pm: < 0.010 ng/ml on (B)(6) 2023 at 08:33am: < 0.010 ng/ml. The patient underwent unnecessary thrombolytic procedures and was provided medication. It was noted the patient was given the follow medication / treatment: heparin 1000 unit/ml injection 4,000 and heparin 25,000 units in 0.45% sodium chloride 250 ml (100 units/ml) infusion, 0-3,500 units/hr. It is unknown the impact to the patient¿s health because the patient was transferred to another facility outside of the customer¿s health system. No further adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for one falsely elevated architect stat troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A cross function team (cft) consisting of medical affairs, quality and technical operations reviewed and determined the adverse event was related to correct use of the assay and concluded risk management file (rmf) is adequate and sufficiently addresses the issue under review. Trending data was reviewed and showed no related trends were identified for product for issue. A review of historical performance of the lot 55235un22 which was evaluated using worldwide data from customers in the field for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 55235un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 55235un22. The historical performance of the reagent lot using abbott link will be used in place of retained file sample analysis. The device history record review was performed on lot 55235un22, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat troponin-I reagent lot 55235un22.

Event description:
The customer reported a false positive architect stat troponin-I result for one patient sample when running on the architect i1000sr analyzer. The following data was provided (customer¿s normal reference range: 0.00 ¿ 0.03 ng/ml): on 24mar2023 (patient being monitored every 2 hours): sid (B)(6): initial troponin-I result = <0.010 ng/ml. Sid (B)(6): repeat troponin-I result = 0.321 ng/ml (questioned result). Sid (B)(6): repeat troponin-I result = < 0.010 ng/ml. Customer performed repeat testing for sid (B)(6): on (B)(6) 2023 at 17:35pm: < 0.010 ng/ml. On (B)(6) r2023 at 08:32am: < 0.010 ng/ml. Customer performed repeat testing for sid (B)(6): on (B)(6) 2023 at 17:36pm: < 0.010 ng/ml. On (B)(6) 2023 at 08:33am: < 0.010 ng/ml. The patient underwent unnecessary thrombolytic procedures and was provided medication. It was noted the patient was given the follow medication / treatment: heparin 1000 unit/ml injection 4,000 and heparin 25,000 units in 0.45% sodium chloride 250 ml (100 units/ml) infusion, 0-3,500 units/hr. It is unknown the impact to the patient¿s health because the patient was transferred to another facility outside of the customer¿s health system. No further adverse impact to patient management was reported.